Event description:
On 22jun2022, information was received from the customer after an investigation. It was found that the peltier had a short circuit, causing the positive cable to burn, and requiring the replacement of the cooler on the alinity I processing module. Temperature test was okay. The cover and doors were decontaminated, the system works ok, and the quality control are within the specifications. There were no injuries reported. There was no impact to patient management reported.

Manufacturer narrative:
Postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service was troubleshooting another issue on the alinity I processing module (sn (B)(6)) and discovered the evidence of short circuit/charring of the cooler module (part number a-30103732-02). No fire and smoke were seen, no odor was detected or reported, nor any damage to the instrument. The analyzer was shut down at the time and there was no injury to personnel reported. A picture of the short circuited/charred part was attached to the ticket. Service replaced the cooler module (part number a-30103732-02) and determined the issue resolved with the replacement of the part. After the part replacement, the module functionality was verified with a successful control/precision run. A review of the alinity I, (B)(6) service history, revealed no contributing factors to the event and no additional issues of short circuit/charred reported for a part on the (B)(6). Tracking and trending was reviewed and did not identify any related trends to the complaint issue. The device history record was reviewed and did not identify any non-conformances or deviations for the part and for the instrument related to the complaint issue. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The short circuit/charring observed was limited to cooler module (part number a-30103732-02); the short circuit/charring did not spread to other parts of the module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.